Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and migraine. Concurrent conditions included dysmenorrhea, dyspareunia, hot flashes, night sweats, menopausal symptoms, abdominal cramps, uterine bleeding and endometrial thickening. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain,"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, abdominal pain lower, vulvovaginal pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: as per pfs from (B)(6) 2019: plaintiff is planning to undergo robotic-assisted laparoscopic hysterectomy in future. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received reporter information was added. New event was added device dislocation, fatigue and severity abdominal pain and pelvic pain added. Medical history and lab test added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.